Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that IV tubing comes apart when package is opened or comes a part in the pump when infusing.

Manufacturer narrative:
It was reported by customer that IV tubing comes apart when package is opened or comes a part in the pump when infusing. One photo was received for quality evaluation. Inspection of the photo shows that the infusion set tubing separated at the lower pumping segment fitting. The customer complaint of separation was confirmed. Investigation of the failure was forwarded to the manufacturing location for root cause determination. After investigation, separation between tubing and lower fitment could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. As a corrective action, an accessory to the solvent dispenser will be added to the solvent dispenser to assist the production personnel in guiding the tubing to the insertion point. A device history record review for model 2420-0007 lot number 24125069 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.